Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that, a year and a half prior to this report, after having the pump implanted, the patient went into the emergency room (ER) in acute exacerbation and ¿died¿ at the hospital when she was given dilaudid. The patient had dilaudid before, but never had it after she had the pump implanted. The patient was given narcotics and she ¿couldn¿t take it¿. For some reason, the medications that were picked caused reactions. They had to give the patient ¿cardiopulmonary resuscitation (CPR) shock treatment¿. The patient went into a seizure, so they put her into a coma. The date of this hospitalization was 2013-(B)(6). It was thought that, at the time of the event, the patient¿s pump contained prialt with bupivacaine and baclofen. However, the reporter also stated that they didn¿t think they put the medication into the pump. They thought that they gave the patient 2mg intravenous (IV) dilaudid. Additional information reported that, per the patient¿s hcp, the patient was incredibly high maintenance and frequently fabricated issues. The patient also suffered from mental issues. The patient called the hcp¿s office no less than twice per week and sometimes it was as bad as twice per day. The patient never died. The specific cause of the event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.